Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to retract the set screw to fully seat the pin in the header of the implantable cardioverter defibrillator (ICD). The ICD was not used and a different ICD was implant instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. F information is provided in the future, a supplemental report will be issued.